Manufacturer narrative:
Whenever there is a break in the skin, there is a risk for infection. The vagina is not a sterile environment, and infection can often develop because of this. There can also be an increased chance of infection depending on how long the fetal scalp electrode is in place during labor. Also information was provided that one child required stitches to repair a place on the baby's scalp that was bleeding after the scalp electrode was removed at delivery. Some of the factors that can contribute to this are: the scalp electrode was not placed and/or removed per our IFU's. The electrode placed in an incorrect location on the baby's scalp. The baby have any clotting or bleeding disorders that could have contributed to the bleeding.

Event description:
The goldtrace electrodes have at multiple occasions caused unusually difficult marks in the scalp in recent months. The blood flow where the electrode was stuck had to be sewn on one of the children. And 2 children have had an infection that led to an abscess. The abscess had to be opened and the child has received an antibiotic cure. Other causes of blood flow and inflammation have not been found.